Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures and the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. Actual and representative samples were received for evaluation. The manufacturing site received one unpackaged sample with this customer report. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. Damaged and scraped syringe barrel was identified; the wall of the syringe barrel was pinched, causing it to be slightly misshapen. Leak testing was performed. The leak test is conducted to verify the syringe draws, holds and expels fluid properly by inserting into a rubber block for resistance. The syringe sample would only draw water to the 5ml mark. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Based on the damage and scraped syringe barrel observed, a transverse force was applied to the syringe barrel. Potential contributing factors to damages syringes, but are not limited to: - machine jam in the assembly process. - improper clearance of the assembly line after unjamming, allowed the damaged part to be packaged. - incorrect movement of the syringe barrel through the syringe barrel transport system from the barrel printer into the work holder of the rotary assembly machine. Periodic inspections of syringe barrels are conducted to detect broken molded barrels. Production associates are trained to clear and scrap damaged components generated by machine jams during the syringe assembly process. Additional inspections during barrel printing and syringe assembly are conducted to monitor process performance and to detect component damage during material transportation. The following control mechanisms are in place to prevent the occurrence and acceptance of damaged components during the syringe assembly and packaging processes: covidien maintains a material qualification process. The material qualification process requires verification of the stability and performance of the medical device and its components to iso standards. Medtronic maintains material verification processes. The resin must pass an inspection, physical testing and certification review before release to the manufacturing floor for production. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. Training is conducted in the proper method for clearing and discarding jammed or damaged components from the manufacturing equipment. The manufacture of the molded barrel is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Molding tools are periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. The syringe printing, assembly and packaging processes are validated to ensure process reliability and repeatability. Validated parameters are monitored throughout the manufacturing process. The assembly equipment is periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. During manufacturing, leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. Based on the existing controls and the complaint history review, additional correction or containment activities of product are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. Customer reports that when drawing up medication when noted outside of syringe was getting wet. Noted body of product cracked. No patient injury or ill effects. The device will be returned for evaluation.